Manufacturer narrative:
A photo was returned by the customer showing leakage at the vent plug juncture. No samples were returned for investigation. The complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was performed and no non conformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unspecified date involving a plum set which was reported to have leaked an unspecified chemotherapy drug during patient administration around the location of the on/off switch. There was patient involvement, but no patient harm reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.